Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was injected with 0.4 ml of juvéderm® volbella® with lidocaine micro aliquots on the tear trough and with 0.2 ml on nl1, and 0.2 ml on ck3, using juvéderm® voluma¿ with lidocaine. In the evening, patient experienced swelling on the face. The hcp treated the patient with augmentin and enzoflam as the patient also had a slight cold, deemed not device related. This record is for juvéderm® voluma¿ with lidocaine.